Event description:
It was reported that the insulin pump alarmed motor error. Customer last blood glucose was 8.0 mmol/l. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Insulin pump had minor scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.